Manufacturer narrative:
Additional information: serial number provided and updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern UDI and serial number not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed was performed by the manufacturer representative. The surgeon monitor was replaced and the issue was resolved. The part was returned to the manufacturer for analysis. The system passed a system checkout. Functional testing was performed on the returned monitor. When connected to a known good system the monitor did not display an image.

Event description:
Medtronic received information that the navigation system surgeon monitor was having issues displaying an image. They were able to maneuver the cable to get the images to show, but decided to just use a different interconnect cable and surgeon monitor. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.